Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a review of the 12-month service history was performed; however, no relevant history was found. The device was visually inspected. During functional testing, it was found that the dso sensor is defective. The customer allegation of over-infusion during testing could not be confirmed through accuracy testing. The unit delivered volumes of 21.2 ml, 21 ml, and 21.2 ml, which fall within the acceptable range of 18.2 ml to 22.2 ml per tsm. Pvt was performed, and upon further investigation, it was found that the device triggers a ¿cassette not properly attached¿ alarm when a cassette is attached. The dso sensor was replaced to resolve this issue. The unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.

Event description:
It was found during investigation of a returned pump that the dso sensor is defective and that the device triggers a ¿cassette not properly attached¿ alarm when a cassette is attached. There was no patient involvement and no harm reported.